Manufacturer narrative:
(B)(4). The device trained customer has reported testing and servicing the device; no return good authorization (rga) has been issued. An onsite end user training by carefusion has been provided as the customer has identified that no failure has been detected. It is believed to be a clinical training issue in which the contextual use of the device contributed to the perceived issues. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported an unresolved circuit occlusion alarm on this avea ventilator while in patient use. The customer reported the patient experienced a high reading in the arterial partial pressure of carbon dioxide (paco2); the patient was removed and placed on an alternate ventilator. No further harm known or reported by the customer. The customer reported that the device was in airway pressure relief ventilation (aprv) mode with inhaled "flolan" being nebulized into the patient circuit during the time of the reported issues. The device trained customer received the device and reported the event was not duplicated in the biomed department.